Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and was able to reproduce the reported complaint. The fse replaced the universal motion controllers (umc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the umc involved with this complaint to perform failure analysis (fa). Fa was able to confirm the issue via logs but could not reproduce the issue in-house. The unit was installed, programmed, and tested on an in-house test system. The unit started at normal mode with no errors and failure message. Fa verified all axes with no errors and failures. Fa performed 24 power cycles, and all passed. The board remained on the system for overnight idling in normal mode, with no failure/error triggered. Drive the patient side cart (psc) boom, universal surgical manipulator (usm) range of motion, camera motion, helm control test, with no error message and no failure. Fa checked voltage, current, temp sensors, and all passed with normal range.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) waiting for access to the system to troubleshoot. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the system presented a non-recoverable fault (code 95) after 30 minutes starting a procedure. The intuitive surgical, inc. (Isi) field service engineer was contacted, and the customer followed his indications, which correspond to the following actions: system turned off, after 2 minutes, system was restarted. 8 minutes later, same fault appeared, 2 cooling fans were placed behind the vision tower, and another was placed in a corner of the operating room. System was restarted again, 8 minutes later same fault appeared, 2 cooler fans were placed behind the patient cart after checking on-site, where it established that the patient cart's temperature was 76 celsius. One last time, the customer performed a hard cycle reset to restart the system, and let it cool off for 5 minutes. Finally, 8 minutes later, the same fault appeared. The surgeon decided to convert the procedure to a traditional laparoscopic surgery to prevent any potential harm, mainly to avoid potential injury to important vasculature. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the port size was not increased, and the patient tolerated the change well. There was no patient harm.